Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for eval.

Event description:
Customer reported the set disconnecting during pt use. A flagyl primary infusion was started and alarmed "downstream occlusion" and the nurse noticed the roller clamp was closed. The roller clamp was opened and flagyl splashed the nurse's face due to the set separating at the tubing and lower fitment connection. A new flagyl bag and IV set were hung and the infusion completed as intended. The nurse was not injured and did not require medical intervention due to the splash. The pt was not splashed during the event. The event occurred on the med-surg unit. No further pt/event info was provided.